Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
The patient had 2 leads (from the same lot) implanted as part of her axium neurostimulator system. It was reported x-rays confirmed the patient's leads had migrated out of the epidural space. Surgical intervention was undertaken and both leads were explanted and replaced. Reportedly, the patient is receiving effective therapy.